Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a blood infection. Reportedly, the infection started growing on one of the leads. The patient had a heart valve last year and a new one this year. There was no additional adverse patient effects were reported. This rv lead was surgically abandoned.